Event description:
A caller reported a malfunction on the pump, specifically noting a display of malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, and important details such as the level not exceeding 500 mg/dl were confirmed. Technical support provided pump reset information and assisted the caller in resetting the pump. No recurrence of the malfunction code was observed following the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared. The caller acknowledged and understood the guidance.